Event description:
Customer reports via phone that during an undetermined urology procedure, the system fluoro failed. Physician completed the procedure using endoscopy. Customer provided no further patient or procedural information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Tech service troubleshot with biomed with reported error message (no camera images) and determined a possible camera cable issue. Biomed was trained on system and wanted to attempt the repair. Product monitoring followed up with biomed who reported, they were able to reseat the camera connections both at the image intensifier and on the back of the infimed tower. When system was rebooted, the no camera detected message was gone and there were no further reported issues. Possible loose camera connection. Service ticket was closed.